Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Initial reporter facility name: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2022. During the procedure, the device was widened and tightened after closing; however, the movement of the device was defective. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.